Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-2202-30, serial: unknown, batch: unknown, catalog description: dbs directional lead sterile kit 30 cm, UDI: (B)(4).

Event description:
It was reported that following the deep brain stimulation (dbs) lead implantation procedure, the patient developed bilateral edema around the implanted leads within 24 hours. This complication was associated with inflammation, swelling, reduced consciousness, dysarthria, and a phatic disorder. A computed tomography (CT) scan was performed, though the hospital did not release the results. The patient subsequently recovered, was discharged from the hospital, and is reported to be doing well postoperatively. The physician noted that a single microelectrode recording track was used prior to lead implantation. The dbs leads remain implanted.